Manufacturer narrative:
This is 2/2 mdrs due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed within the hub of a non-stryker catheter. The stent was noted to be deformed. The stent delivery wire sdw was not returned. The stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during transfer' and 'stent difficult/unable to transfer' could not be replicated as the stent was returned in a deployed condition. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the patient was a 51-year-old male with an acoma aneurysm. The physician planned to perform stent-assisted coil embolization. After the access was established, non-stryker microcatheter was selected to deliver the stent microcatheter into place. Subsequently, a stent was chosen for delivery. During the process, the stent got stuck at the hub and could not be pushed forward, and then it deployed. The physician replaced it with another microcatheter of the same model and delivered it into place again. Then, subject stent of the same model was selected for delivery, but the same problem occurred with this stent, and it also deployed in hub. The physician then selected a third microcatheter and stent of the same models for delivery. This time, the stent was delivered smoothly and successfully deployed. The procedure continued until it was safely completed. The hospital reported this incident as a serious injury adverse event.'. The stent was returned for analysis with the majority of the stent deployed inside the proximal section of a non-stryker microcatheter. The stent was removed and noted to be deformed. The stent delivery wire (sdw) and the introducer sheath were both not returned for analysis. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for headway-17. Precise placement of the introducer sheath is critical when using a headway-17 microcatheter (mc). Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer. Even with correct sheath placement, there is still a gap between the distal end of the sheath and the proximal lumen of the microcatheter when using a headway-17 microcatheter. Any subsequent proximal movement of the sheath prior to the stent being transferred from the sheath into the proximal end of the microcatheter lumen, can result in the stent partially deploying into the gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The user would experience increased resistance during attempts to advance the stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' and as analyzed 'stent deployed prematurely during use' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu (although the recommended sl-10 / xt-17 microcatheter was not used), but performance was limited due to procedural factors during stent transfer.

Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject stent had partially deployed in the proximal lumen of the microcatheter. There were no clinical consequences to the patient reported as a result of this event.